Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the experienced catheterisation nurse successfully placed a groshong catheter on 16 july. After the catheter was placed and no fluids were administered, the exposed portion of the catheter was opened and found to be broken in two during a dressing change on 17 july, and the internal portion of the catheter was also removed after communication with the sedation team and the patient, and a new groshong catheter was reinserted. No other information provided, at this time.

Event description:
It was reported that the experienced catheterization nurse successfully placed a groshong catheter on (B)(6). After the catheter was placed and no fluids were administered, the exposed portion of the catheter was opened and found to be broken in two during a dressing change on (B)(6), and the internal portion of the catheter was also removed after communication with the sedation team and the patient, and a new groshong catheter was reinserted. No other information provided at this time. Additional information provided 08/07/2024: it was reported that when they tore off the film, they found that the tube was broken outside the body. Blood was returned during aspiration.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt was returned for evaluation. An initial visual observation of the photograph showed the catheter tubing was fractured approximately one centimeter from the distal connector piece. Approximately four centimeters of external catheter tubing was remaining at the insertion site. No details of the fracture could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.